Event description:
Related manufacturer reference number: 1627487-2022-01225. It was reported an open wound was present at the anchor site. Surgical intervention took place on (B)(6) 2022 wherein the wound was cleaned and closed. Note: it is unknown which anchor is liable, as such both anchors are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the wound has healed.

Event description:
Additional information received indicates a wound debridement took place on (B)(6) 2022. When the staples were removed at the follow-up appointment there was a minor dihiscence at the base of the incision and the physician placed medihoney and a bandage.